Event description:
It was reported that during a procedure, the tip separated from the wire. Prior to the procedure, when the guide wire was removed from the package the physician noticed that the gold tip had a kink. He tried to straighten the tip and then proceeded to use the guide wire in the procedure. During the procedure the tip separated from the wire and remained in the pt. No pt injury or complications were reported. No additional info is available at this time.